Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 87 09sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con, rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 399.8 mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the pump was exposed. The company representative was asked to interrogate the pump. The patient had reported that her pump began protruding through her skin for a few weeks / a few weeks ago. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The patient denied pump alarms and reported that she thought the pump was still working. The company representative could see the catheter access portion of the pump protruding through the skin. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the patient denied anything happened. It was noted that the patient woke up one day and her son pointed it out to her. The patient was admitted to the hospital. The physician decreased her dose by 10 percent. The physician's plan was to continue to decrease her medication over the next couple days and then possibly replace the whole system. Surgery was planned but had not been scheduled yet. The issue was not resolved as of (B)(6) 2021. The patient was with injury regarding their status as of (B)(6) 2021. The patient's weight and medical history was noted as having been requested but was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had the pump explanted and the issue was resolved.